Event description:
It was reported, "on (B)(6) 2012, the backpads were used on a patient who later (post op) complained of their back itching and burning where the backpad was placed on their skin. The outline of the backpad lasted for days. The second complaint was on (B)(6) 2012 and today, (B)(6) 12, for the patient's post op appt. The patient complained of severe itching where the backpad was. The patient was prescribed a high dose of hydrocortisone cream and the patient's skin had a brown outline of where the backpad was. It looks like the patient had an allergic reaction and had burned the skin. "

Manufacturer narrative:
The device in question is a self adhering, pre-gelled, and disposable, single-use device designed for cardiac monitoring. This device is intended primarily for use by anesthesiologists for monitoring cardiac activity during and after surgery in the operating room and subsequent recovery room for twenty-four (24) hours or less. DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The original device used in the surgery was not available for evaluation or confirmation of defect, or, confirmation of conmed product. The specific failure mode and associated root cause cannot be conclusively determined without examination of the actual device. Therefore, this complaint is considered inconclusive. The skin contact substances, conductive gel and the foam adhesive portion of the electrode, were tested and considered biocompatible for its intended use. Electrodes are also tested for cytotoxicity and sensitization through iso testing. Improper skin site prep could cause reaction to the patient skin. Solvents under the pad can increase the risk of skin irritation. It is also possible that the patient had sensitive skin to contribute to this risk or an allergic reaction to the adhesive or gel. IFU, instructions for use, indicates, "do not apply the backpad over skin area that show signs of undried alcohol, acetone, or other skin preparation liquids. Such solvents trapped under the backpad can reduce adhesion and increase the risk of patient skin irritation". Potential cause of this failure mode could be improper skin site preparation or allergic reaction to device component. No root causes can be confirmed without examination of the product; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.

Manufacturer narrative:
The suspect device has been discarded by the end-user. Pictures of the devices or skin irritations are not available. When the quality engineering investigation is complete, a supplemental report will be submitted. Device discarded by end-user.